Manufacturer narrative:
Findings: pump was received with frozen display. Problem isolated to mb. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 344 mg/dl. The customer buttons are not working. The customer stated that it is been humid. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.